Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 303 mg/dl. The customer¿s current blood glucose value was 230 mg/dl. The customer also mentioned the blood glucose value range from 303 to 530mg/dl. The customer did not experience any symptoms of high blood glucose value. The customer treated high blood glucose with manual injection or insulin pen. The customer alleges under delivery on insulin pump. The customer stated that they were using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode was feature active at time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer will continue to use the device.